Event description:
Patient reported via regulatory reporting agency left side "bruising, and body aches, swelling, weight gain (non device related), hair loss (non device related). Upon explant it was determined my left breast implant had ruptured and was leaking". The device has been explanted.

Manufacturer narrative:
In response to the FDA number: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.